Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is a follow-up to medwatch #(B)(4).

Event description:
Procedure performed: laparoscopic appendectomy. Medwatch report # (B)(4). During the procedure for a laparoscopic appendectomy the supply called inzii retrieval system (ref cd001; lot# 1318772; exp: 02-20-2021) malfunctioned as the appendix was being retrieved from the patient's abdomen. The pouch ripped unexpectedly as they were pulling out the pouch. From my knowledge there was no excessive force used to pull on the retrieval system. All parts of the retrieval system were retrieved and removed from the sterile field and sent to management. Patient status: no patient injury. Type of intervention: all parts of the retrieval system were retrieved and removed from the sterile field and sent to management.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is a follow-up to medwatch # (B)(4).

Event description:
Procedure performed: laparoscopic appendectomy. Medwatch report # (B)(4). During the procedure for a laparoscopic appendectomy the supply called inzii retrieval system (ref cd001; lot# 1318772; exp: 02-20-2021) malfunctioned as the appendix was being retrieved from the patient's abdomen. The pouch ripped unexpectedly as they were pulling out the pouch. From my knowledge there was no excessive force used to pull on the retrieval system. All parts of the retrieval system were retrieved and removed from the sterile field and sent to management. Additional information was received via email on 19feb2019 from applied medical acct. Mgr. [Risk manager] finally answered the phone and she told me she reached out to the staff and surgeon and because it was so long ago they can¿t answer any specifics to the case and the product is not available for return. Patient status: no patient injury. Type of intervention: all parts of the retrieval system were retrieved and removed from the sterile field and sent to management.